Event description:
Additional testing of the mpu was performed which showed a delay in the starting up time of the mpu, with it taking 5 minutes for the self test sequence to complete after connecting the mpu to power. On a second attempt, the power supply failed to restart. On subsequent events, the mpu started up normally.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not operating as intended and having power issues could not be confirmed. Log files were submitted for review and were unremarkable. It was stated that the system controller was not connected to the mpu at the time of the event. The mpu was returned for further investigation; the returned unit booted up as intended during testing and no functional issues were observed. No alarms were produced during extended operation, and the device was able to boot up without issue. A root cause of the reported event could not be conclusively determined through this analysis. Additionally loose encasing around the system controller connectors of the patient cable along with puncture marks were found throughout the patient cable during investigation. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed or are depleted and need replaced. This is an advisory alarm. When the replace mobile power unit battery symbol illuminates, replace the internal batteries in the mobile power unit.¿. This section informs the user of the proper actions to take if the yellow replace mobile power unit battery alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 instructions for use section 3 - ¿powering the system¿ and heartmate 3 patient handbook section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use,section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient told the hospital that their mobile power unit (mpu) malfunctioned. The malfunction was potentially due to an unsecure connection of the power cord to mpu with the original cable. This resulted in interruption in operation of mpu. The issue was noted when the mpu was not connected to a system controller thus there were no alarms. The mpu was exchanged. The mpu was noted to have a v-lock connector.